Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the device product code and to state that the initial medwatch was submitted in error. The geometric clot extractor (gce) has not been approved by the us FDA and is not marketed in the us; therefore, this complaint device and the reported issue does not meet usfda reporting criteria and is not MDR reportable. With this information, the file no longer meets the medical device reporting criteria as a malfunction. No further reports will be forthcoming. Corrected sections: d.1, d.2a, and d.4. Updated sections: b.4, d.1, d.2a, d.4, h.2, h.10, and h.11. The product / catalog code reported was nbs094528. This has been corrected to gce4528. The geometric clot extractor (gce) has not been approved by the us FDA and is not marketed in the us; therefore, this complaint does not meet usfda reporting criteria and is not MDR reportable. With this information, the file no longer meets the medical device reporting criteria as a malfunction.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the complaint device, a cerenovus nimbus¿ geometric clot extractor (gce) (nbs094528 / 23f222av) could not be pushed out of the hub into the microcatheter. ¿despite rinsing, it remained stuck.¿ the procedure was not delayed due to the reported issue; it was reported as successfully completed. There was no negative patient impact. On 23-jan-2024, additional information was received. Per the information, the target of the procedure was an m1 closure. The lot number of the cerenovus nimbus¿ geometric clot extractor (gce) is 23f222av. Information related to the concomitant microcatheter was not provided, but a second nimbus was successfully used with it. Nothing was noted to be obstructing the microcatheter. A continuous flush was maintained through the microcatheter. On 21-mar-2024, additional information was received indicating that the microcatheter used during the procedure was a neuroslider® 21 microcatheter (acandis) based on the result of the product analysis completed on 16-apr-2024, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). . Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial inspection and examination under magnification of the returned cerenovus nimbus device showed evidence of damage and deformation present on the proximal struts. The visual inspection also concluded that the returned cerenovus nimbus device was correctly assembled and manufactured. The returned cerenovus nimbus device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conforms to the specification for compatibility with 0.021-inch microcatheters. It was not possible to recreate the event with a neuroslider microcatheter, as this device was not returned and is not available in the r&d laboratory in cerenovus galway. This microcatheter has the same ID (0.021-inch as the trak 21 (0.021-inch microcatheter and is therefore assumed compatible with the nimbus device. Device insertion and delivery assessments were performed using the returned cerenovus nimbus device and a sample trak 21 microcatheter on the benchtop. Resistance was met on insertion and the returned cerenovus nimbus could not be delivered to the distal tip of the trak 21 microcatheter. Therefore, the complaint event was confirmed using the returned cerenovus nimbus device and a sample trak 21 microcatheter. An attempt was made to recreate the failure to deliver with a sample cerenovus nimbus device and a sample trak 21 microcatheter. This assessment demonstrated that failure to fully seat and secure the insertion tool into the microcatheter hub can result in the partial deployment and folding of the cerenovus nimbus inside the trak 21 microcatheter hub resulting in deformation of the proximal struts of the cerenovus nimbus device, consistent with the damage observed on the returned unit. A probable cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened, thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the cerenovus nimbus device without fully seating the insertion tool can result in damage and deformation of the cerenovus nimbus device which potentially results in failure to deliver the cerenovus nimbus. There is no indication that this complaint was a result of a defect or malfunction of the cerenovus nimbus device. A review of the manufacturing documentation associated with this lot 23f222av top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.